Event description:
Line found to have broken. Line was placed on (B)(6) 2019. Intact when xrayed. Xrayed again on (B)(6) 2019 line was found to have broken into 2 pieces. Surgery need to remove distal piece."

Manufacturer narrative:
"We received a catheter and a catheter fragment. The catheter tube snapped at approx. 10 cm from the distal tip. The fragment showed occlusions between the 7 and the 10 cm marking. A microscopic examination of the breakage area showed the typical rough surface for a tensile breakage and a 7,36 cm long damage which is a typical sign of a pressure burst (see photo). The user obviously disregarded the products IFU that states the following: ""do not use infusion equipment which can exceed the working pressure of 1,0bar max/760 mm hg." "Bolus injections should be slow and must not exceed the maximum bolus pressure of 1,2bar/900 mm hg." "Do not use syringes smaller than 10 cc. Smaller syringes generate higher pressures than larger ones." "A running infusion should be maintained at all times to ensure patency. A heparin lock or catheter lock following internal protocols may be substituted for an infusion." We assume that the catheter first burst and then snapped due to this damage. No deviations of the batch history records detected. Each catheter is flow and leak tested. A 100% visual test is carried out on each catheter. The tensile force of the catheter tube is randomly checked. For the involved batch the tensile force was within the specification. This is the 3rd complaint received for batch 270318gg. There are 24 other complaints for code 2184.00 regarding snapped catheters within the last three years - but none of them manufacturing related. For your information, the general complaint rate for code 2184.00 from 2015 to 2018 is (B)(4) [?]. No further corrective action initiated by quality management as a manufacturing fault can be excluded. We recommend to retrain the users in catheter handling according to the product's IFU."

Manufacturer narrative:
The device was not returned to vygon for evaluation but the events will be part of complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
"Line found to have broken. Line was placed on (B)(6) 2019. Intact when xrayed. Xrayed again on (B)(6) 2019 line was found to have broken into 2 pieces. Surgery need to remove distal piece."